Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level displayed as "low". A specific bg value was provided. Reportedly, the cause for the reported issue was due to the pump basal rate being set incorrectly. Additional information was not provided. The customer declined to provide additional information regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.